Event description:
It was reported that during preparation of the mini trek balloon, it was noted that at a point approximately 25cm from the end of the catheter shaft, a lifted portion was noted that appeared uneven compared with the hypotube. The device was not used on the patient. Another of the same device was used to complete the procedure. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis noted that the distal shaft was torn at the guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported lifted material was confirmed, as the guide wire exit notch was noted to be torn. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.